Manufacturer narrative:
Continuation of d10: product ID: wr9220; lot/ serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), UDI#: unknown. H3 analysis of the returned recharger revealed led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Information was received from a manufacturer's representative regarding an external device. The reason for call was caller said the recharger is malfunctioning and won't charge the implanted neurostimulator, caller said they tried to troubleshoot but the recharger will not go to the normal mode. Caller did not have the serial number of the device , made outgoing call to patient and obtained serial number. Agent did not ask about the circumstances that led to the reported issue. An email was sent to the repair department.